Event description:
Boston scientific received info that the helix of this right ventricular (rv) lead was not completely extended. As a result, two weeks post implant, the rv lead was revised to fully extend the helix in the apex. A local area sales rep reported all measurements were within normal range. The rv remains in service. To date, no adverse pt effects were reported with this procedure. All available info indicates this product remains in service. As no further info concerning this report is expected, our investigation is completed. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.